Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; confirming no milk backup had occurred; verifying correct kit components were being used and washed according to our instructions for use; verifying breast shield fit; and inspecting the power supply for damage. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 08/04/2021, the customer indicated that the mastitis was resolved and her replacement pump seemed to be working, but she was still having trouble with milk expression. The customer was offered contact with a medela clinician, but has not accepted or responded to subsequent contact attempts made by complaint handler. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021 the customer alleged to medela llc that her pump in style maxflow would stop suctioning mid session and she had been prescribed antibiotics for mastitis the previous monday, (B)(6) 2021.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 08/24/2021. The device did not pass suction and cycle specifications both when tested with the customer kit and with a medela lab kit. It was found during the evaluation that there was milk residue in the aggregate and solenoid (internal pump components) and once they were cleaned the device was retested and it did pass suction and cycle specifications with the customer kit.